Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter was unable to provide specific blood glucose values, but stated that the patient was experiencing seizures as a result of the blood glucose excursions. The reporter was unable to provide any additional details about the event or the pump¿s potential contribution to it. This complaint is being reported based on the allegation that the patient experienced hypoglycemic events contributing to seizures and the pump could not be ruled out as a contributing factor.